Manufacturer narrative:
(B)(4). Date sent: 1/30/2017. Photo provided was reviewed and a revised detail of the photo showed what appears to be one malformed staple along the staple line, on the side of the cut line. Based on the picture alone the event is confirmed, however no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. No lot or batch were provided, bhr could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on an unknown firing, there was a staple leg sticking straight out on the specimen side of the cutline. There were no other issues with the cut line or staple line and the patient side of the firing was fine. The case was completed with this same device and additional reloads. There were no changes to the intraoperative plan, as the issue was on the specimen side. The device was discarded after the procedure.